Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient's annulus was measured with a perimeter of 70.7mm. The length of the membranous septum was 2.6mm. Calcification was noted to extend under the left coronary cusp (lcc). Pre-dilation was performed with a 21mm non-abbott balloon. Rapid pacing was started and the native valve was ballooned. Upon turning off the rapid pacing the patient went into a left bundle branch block (lbbb). The device was partially re-sheathed twice and was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 5mm from the lcc. The lbbb persisted. The patient was monitored overnight. The patient was stable.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient's annulus was measured with a perimeter of 70.7mm. The length of the membranous septum was 2.6mm. Calcification was noted to extend under the left coronary cusp (lcc). Pre-dilation was performed with a 21mm non-abbott balloon. Rapid pacing was started and the native valve was ballooned. Upon turning off the rapid pacing the patient went into a left bundle branch block (lbbb). The device was partially re-sheathed twice and was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 5mm from the lcc. The lbbb persisted. The patient was monitored overnight. The patient was stable.

Manufacturer narrative:
An event of left bundle branch block (lbbb) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the lbbb could not be conclusively determined. The reported hospitalization was a result of case-specific circumstances as the patient was monitored overnight. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.